Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. The rep reported that the patient had been having trouble getting coupling, and that the patient got 2 bars at times, 4 bars, and so me times 6 bars. The rep reported that the healthcare provider checked the implant and confirmed that it was not flipped. The rep reported that the implant was superficial; however, the ins was tucking under the patient's arm pit. The rep reported that only about 50% of the ins was exposed to the recharger since it was at an angle.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider indicating that the cause of the ins being angled was determined, but the healthcare provider did not elaborate on what the cause was. Actions and interventions taken to resolve the issue included trying out stuff with patients device in use with a recharger by the manufacturing representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was stated the patient is able to appropriately charge their ins. No further complications were reported/anticipated.

Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
No further patient complications have been reported as a result of this event.